Event description:
On september 30, 2008, it was reported to boston scientific corporation that a prolieve rectal temperature monitor (rtm) was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, erratic rectal temperatures were displayed. The procedure was completed with another prolieve rectal temperature monitor (rtm). No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.